Event description:
An unspecified number of undocumented incidents of air in the tubing distal to the in-line filter. The patients were in the special care nursery and receiving either dextrose 10%, an unspecified maintenance fluid, or tpn via a sigma pump. Reportedly, shortly after initiation or 2 hours after the solutions were infusing, air was noted distal to the filter. The air was removed via a syringe and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required.